Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Over-sensing on the right atrial lead was reported. The serial number is not available. Should additional information be received this file will be updated.